Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs hub separated on 4 occasions during use. The following information was provided by the initial reporter: material no:328468, batch no:0022157. It was reported that when removing the orange caps, the whole needle comes off with it. Also, the caps are hard to remove. Verbatim: sister of consumer reported when removing the orange caps, the whole needle comes off with it. Stated the caps are also hard to remove. Stated this happened several times but yesterday she found 4 syringes like this.

Manufacturer narrative:
H.6. Investigation: customer returned (4) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 0022157. Customer states that when removing the orange caps, the whole needle comes off with it and the caps are hard to remove. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #86722 was created for air jet out of adjustment. Corrective action: the air jet as adjusted. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs hub separated on 4 occasions during use. The following information was provided by the initial reporter: material no:328468 batch no:0022157. It was reported that when removing the orange caps, the whole needle comes off with it. Also, the caps are hard to remove. Verbatim: sister of consumer reported when removing the orange caps, the whole needle comes off with it. Stated the caps are also hard to remove. Stated this happened several times but yesterday she found 4 syringes like this.